Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable low results for bilirubin total gen.3 and alkaline phosphatase gen.2 for an unknown number of patient samples. Of the data provided for nine patient samples, only the total bilirubin results for three samples were discrepant. Patient 1 initial result was 3.5 mg/dl and the repeat result was 5.5 mg/dl. Patient 2 initial result was 0.19 mg/dl and the repeat result was 5.96 mg/dl. Patient 3 initial result was 0.14 mg/dl and the repeat result was 1.12 mg/dl. Information regarding if the erroneous results were reported outside the laboratory was requested, but it was unknown. The patients were not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative cleaned the vacuum pump valve and found the rinse station needle wasn't working properly which he fixed. He cleaned and adjusted the sample probe. Further investigation confirmed the issue was resolved by the field service representative actions.